Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated that about 3 weeks ago the patient noticed that the implant had slipped out of the pocket and is now 6 18 inches down into the patient's hip, causing discomfort/pain. Caller stated the patient is also experiencing severe pain in their right shoulder and think this to be related because the leads may have pulled too since they are attached to the implant. Caller mentioned that the implant battery has depleted (normal battery depletion) and caller stated that the pt didn't really know how to use the device, agent did not ask about the circumstances that led to the reported issue. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Caller stated they tried calling the doctor that implanted the device however they no longer treat patients.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported previous information documented in this case. Caller needed to find a doctor that would remove the implant and the leads. Agent closed case. Pt rep called back stating that the ins slid from where it was halfway down the pt's butt. Caller said that the pt was having extreme pain in their right arm and that all of this started at about the same time which was over a month or so ago. Caller said that the ins was on the left side which controller the right side so they thought that they pt's pain was due to the ins system being pulled down. Pss redirected caller to hcp, however caller said that dr. (B)(6) at (B)(6) clinic said that dr. (B)(6) didn't do the implants anymore. Pss advised the caller that a physicians listing would be e-mail and that a message would be sent out to the local reps requesting contact, however pss did not promise a time-frame on a response.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.